Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device migrated post-operatively from its initial position causing skin problems above the implant. Further the electrode array migrated out of cochlea. Reportedly the recipient has a cochlea malformation which might has contributed to the observed migration. During a re-positioning surgery the electrode could not be re-inserted due to scar tissue and was damaged whilst trying to remove tissue. The problems described in the recipient report seem to match the damage found. This is a final report.

Event description:
The implant appeared to have moved and the clinic was concerned about the integrity of the skin flap. Both the implant housing and electrode had migrated. The housing was sitting against the post auricular sulcus and only 2 electrodes were intra-cochlear. The magnet strength was reportedly deemed appropriate for the user. Therefore, the user was re-implanted with a new device. Post-op CT the next day confirmed full insertion.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The implant appears to have moved and the clinic is concerned about the integrity of the skin flap. Repositioning surgery is planned for the (B)(6) 2020.